Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a centerpiece patient having spi nal therapy for th12 vertebral fracture. It was reported that after th12 vertebral body resection, after confirming the size, the 20a size was opened and checked the operation, but the physician complained that centerpiece did not move smoothly and could not be e xtended. So, a new one was opened and procedure was completed successfully. Implant was never implanted and the issue was noticed during checking the operation after the package was opened. There was a delay of less than 60 mins in the overall procedure. There were no patient symptoms reported. There were no further complications reported regarding the event.